Event description:
MFR's response received on 5/9/97: upon receiving the medwatch from the attorney, co contacted her office in january. She did not respond to request to return electri-cool unit. The unit was never returned to pt care division for evaluation. Here at zimmer patient care division, all electri-cool therapy machines have established ul specified electrical safety tests performed on them prior to the units being released to finished goods. These safety tests are also conducted on units in for repair.